Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a power module alarm resulting in a yellow wrench light emitting diode (led) was confirmed during evaluation at the service depot of the returned power module (serial number: (B)(6)). Connecting the unit to ac power was initially unremarkable; however, after a power cycle at the service depot a yellow wrench alarm activated. This issue was isolated to the unit¿s main printed circuit board. No further testing was performed at the service depot. The customer declined repairs, and unit was sent to product performance engineering for further analysis. Upon arrival at product performance engineering, the power module was connected to dc power and booted as intended. The battery was able to receive charge and could support the system in the absence of ac power. The power module was left to run on a mock loop for an extended period, and no alarm was produced. The unit was power cycled and booted up as intended upon additional resets. The root cause of the reported alarm could not be conclusively determined as the issue was not consistently reproduced. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. D) section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use (rev. D) section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. A) and the heartmate 3 instructions for use (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
T was reported that a yellow wrench alarm was appearing intermittently on the power module. The internal battery was changed but the issue persist.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.